Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-02711, 3006705815-2020-02712. It was reported that the patient's leads had pulled out 2 years ago and could not use the device without feeling a shocking sensation. It was noted the patient had a fall around that time of the lead pull out. In turn, the patient has not used or charged their system since, leading to the ipg becoming inoperable. As a result, the patient may undergo surgical intervention to address the issue.